Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array fpga reset / reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset / reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up, there was system failure. Device organic light-emitting diode (oled) screen malfunctioned. It was rebooted to continue. There was no patient involvement.